Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume (over infusion) during therapy on the (programmed amount and delivery rate unknown). The customer reported the error over infusion of heparin occurred due to user error while utilizing an incorrect conversion table. "At approximately 9 pm, pharmacy sent a 25,000 unit/250 ml ¿new¿ concentration of heparin for a patient on the 7th floor. When the clinician started the infusion, as part of their normal practice, a conversion table was referenced through their computer system. However, the conversion table in their system was for the previously used concentration used at plano that came in a 20,000 unit/500ml bag. This resulted in the patient receiving more than two times the ordered dose. It was not until approximately 1 am that the issue was identified. " . The customer also stated that the pharmacy immediately updated the computer system with a new conversion table and that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.